Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced scroll compressor, temperature sensor threaded probe, muffler and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an iabp require notification. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: b5 additional information: event postal code: (B)(6) event site address: (B)(6) a getinge field service engineer (fse) confirmed and stated, that the reported issue is caused by compressor. Scroll compressor is damaged and must be replaced. The machine will be able to be returned to use once repair is done. The machine cannot be used. The price for the compressor scroll set is offered in order to purchase a replacement. It was further found that the battery has begun to deteriorate. Now waiting for repair approval from the customer. The complaint will be reopened in future if the response is received for repair done and replaced parts. H3 other text : device not yet repaired by getinge.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit has an iabp require maintenance notification. There was no harm reported.